Event description:
During an atrial fibrillation procedure, the physician was using a non-abbott device (merit guidewire) and a small curve agilis sheath to maneuver the volt catheter around the left atrium after achieving transeptal access. During the ablation, it was discovered a pericardial effusion had developed. The procedure was stopped, and the effusion was treated.